Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected in the nasolabial folds with 0.8 ml juvéderm ultra plus¿. Approximately two months later, patient experienced redness, swelling and peeling and later specified they also experienced consistent "redness, swelling, fever and scab around nasolabial folds, and feels like there¿s a foreign material in it."